Event description:
It was reported that the patient experienced blood clot. Prior to going transseptal, anesthesia was given with a full dose of heparin per protocol. The transeptal puncture was completed with no complications using the versa cross connect for faradrive and the faradrive steerable sheath. The non-boston scientific mapping catheter was placed with the heparin drip into the left atrium via the sheath. The activated clot time (act) results were announced in the lab returning to 136 and the physician requested a repeat run of the act levels. The pre-map was completed, and the non-boston scientific mapping catheter was removed without complications. Upon inserting the farawave catheter into the faradrive sheath, the physician paused the advancement of the catheter to aspirate. It was not possible to aspirate the sheath, and three attempts were tried without success. The sheath was replaced with a new sheath and the original sheath was flushed and revealed a huge blood clot that formed in the sheath. A second result of the act was noted to be at 154. Additionally, the physician checked their leg lines to make sure everything was flowing correctly, and it was discovered he did not fully have the leg line to the faradrive sheath closed. Therefore, there was a leak in the line and the patient was not getting the heparin dose. The event was resolved by properly aligning the leg line to the flush port. The procedure was completed, and the patient is expected to fully recover. There is no product allegation against the sheath and the sheath is not expected to return as it was disposed.

Manufacturer narrative:
Update to labeling review: investigation summary: with all the available information, boston scientific confirmed the reported clinical observation of blood in sheath, loss of aspiration, and user error. Although the product was disposed and could not be returned, we have determined that the thrombosis is a known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the review of the complaint description, there is evidence the device was used in a manner inconsistent with the labeled indications. If heparinized saline was unable to flow or was insufficiently flowing to the faradrive sheath there is an increased risk of thrombus formation. The fardrive IFU currently appropriately addresses this mis-use condition. Risk review: a risk review performed for the faradrive device confirmed that the event of thrombosis is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on the available information, boston scientific's investigation findings determined that the cause was traced to intentional off-label, unapproved, or contraindicated use. It was reported that, "the physician checked their leg lines to make sure everything was flowing correctly, and it was discovered he did not fully have the leg line to the faradrive sheath closed." This is considered off-label use as the faradrive IFU states, "if constant infusion is interrupted, aspirate and flush the sheath with heparinized saline to minimize the potential for thrombus formation that may result in patient injury. Prevent any obstruction of the flush line to ensure effective heparinized saline flush.".

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced blood clot. Prior to going transseptal, anesthesia was given with a full dose of heparin per protocol. The transeptal puncture was completed with no complications using the versa cross connect for faradrive and the faradrive steerable sheath. The non-boston scientific mapping catheter was placed with the heparin drip into the left atrium via the sheath. The activated clot time (act) results were announced in the lab returning to 136 and the physician requested a repeat run of the act levels. The pre-map was completed, and the non-boston scientific mapping catheter was removed without complications. Upon inserting the farawave catheter into the faradrive sheath, the physician paused the advancement of the catheter to aspirate. It was not possible to aspirate the sheath, and three attempts were tried without success. The sheath was replaced with a new sheath and the original sheath was flushed and revealed a huge blood clot that formed in the sheath. A second result of the act was noted to be at 154. Additionally, the physician checked their leg lines to make sure everything was flowing correctly, and it was discovered he did not fully have the leg line to the faradrive sheath closed. Therefore, there was a leak in the line and the patient was not getting the heparin dose. The event was resolved by properly aligning the leg line to the flush port. The procedure was completed, and the patient is expected to fully recover. There is no product allegation against the sheath and the sheath is not expected to return as it was disposed.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Investigation summary: with all the available information, boston scientific confirmed the reported clinical observation of blood in sheath, loss of aspiration, and user error. Although the product was disposed and could not be returned, we have determined that the thrombosis is a known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Risk review: a risk review performed for the faradrive device confirmed that the event of thrombosis is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on the available information, boston scientific's investigation findings determined that the cause was traced to intentional off-label, unapproved, or contraindicated use. It was reported that, "the physician checked their leg lines to make sure everything was flowing correctly, and it was discovered he did not fully have the leg line to the faradrive sheath closed." This is considered off-label use as the faradrive IFU states, "if constant infusion is interrupted, aspirate and flush the sheath with heparinized saline to minimize the potential for thrombus formation that may result in patient injury. Prevent any obstruction of the flush line to ensure effective heparinized saline flush."

Event description:
It was reported that the patient experienced blood clot. Prior to going transseptal, anesthesia was given with a full dose of heparin per protocol. The transeptal puncture was completed with no complications using the versa cross connect for faradrive and the faradrive steerable sheath. The non-boston scientific mapping catheter was placed with the heparin drip into the left atrium via the sheath. The activated clot time (act) results were announced in the lab returning to 136 and the physician requested a repeat run of the act levels. The pre-map was completed, and the non-boston scientific mapping catheter was removed without complications. Upon inserting the farawave catheter into the faradrive sheath, the physician paused the advancement of the catheter to aspirate. It was not possible to aspirate the sheath, and three attempts were tried without success. The sheath was replaced with a new sheath and the original sheath was flushed and revealed a huge blood clot that formed in the sheath. A second result of the act was noted to be at 154. Additionally, the physician checked their leg lines to make sure everything was flowing correctly, and it was discovered he did not fully have the leg line to the faradrive sheath closed. Therefore, there was a leak in the line and the patient was not getting the heparin dose. The event was resolved by properly aligning the leg line to the flush port. The procedure was completed, and the patient is expected to fully recover. There is no product allegation against the sheath and the sheath is not expected to return as it was disposed.